Event description:
Consumer reports a tooth broke while using the toothbrush.

Manufacturer narrative:
Event occurred week of (B)(6) 2012. The product was manufactured at one of the following locations. (B)(4).